Event description:
Boston scientific received information that this right ventricular (rv) lead had exhibited loss of pacing and out of range impedance measurements of greater than 2,500 ohms. It was alleged that this lead had fractured. The patient was hospitalized and underwent a revision procedure. This product was surgically abandoned and a new product was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.